Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the batteries were not lasting on the insulin pump. Customer stated they would reinsert a used battery and the insulin pump would display full battery. The customer was able to confirm the battery did not last for more than one week on the insulin pump. Customer also reported a off no power and failed battery test alarm occurring on the insulin pump. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. Customer was advised they would be sent a replacement battery cap. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.